Event description:
Pt received a series of device discharges for sustained vt. The device delivered 4 appropriate shock's and 3 days later had wore vt and the device delivered therapy, however, hi voltage impedance measured >200 ohms. It is believed that there was a fracture to the lead that caused excessive worse detection and destruction of the can. Pt interred with the device.